Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 550cc and suffered several unexplained systemic symptoms, including lupus, arthritis, thyroid issues, high white blood cell count, shoulder/back pain and right breast pain. Device migration on the right side was also reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.

Manufacturer narrative:
On oct 16 2020, it was noticed during a review of the file that b1 (is product problem) was mistakenly unmarked. The field has been updated. H6 device code has been updated from 2993 to 4003 (migration) to more accurately capture the event. Manufacturer¿s reference number: (B)(4).